Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-02895 pertains to the other device. It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2014. According to the complainant, the capio needle carrier failed to retract at the first throw. After many attempts, the carrier was released from the cage. A second capio device was used but the same problem occurred. The procedure was completed with a third capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.